Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their transmitter doesn't send waveforms to the central nurse's station (cns). It was confirmed that the unit was set correctly but the waves are simply not crossing over. No harm or injury was reported. They will be sending this unit in for an exchange.

Event description:
The customer reported that the transmitter would not send waveforms to the central nurse's station (cns). It was confirmed that the unit was properly set. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the transmitter would not send waveforms to the central nurse's station (cns). It was confirmed that the unit was properly set. No patient harm or injury was reported. Investigation summary: the issue of intermittent signal loss was confirmed during evaluation. The zm transmitter is responsible for transmitting a wmts signal to a receiver card. As the issue was found to be isolated to the zm transmitter, it was likely failing to produce a consistent signal. The likely cause for this is hardware failure of the transmitter. Hardware failure could come as a result of physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional complaints relating to signal loss.